Event description:
A medtronic representative reported that during the set-up process for a procedure, the ent 2.2.2 software was unresponsive while in the select surgeon task. The mouse moved, however, the icons could not be selected. Re-booting the system did not resolve the issue. The navigation system returned to normal function after the software was un-installed and re-installed. There was no patient present when this issue was identified. The procedure being set-up was re-scheduled.

Manufacturer narrative:
No patient information provided as no patient was present. The issue was identified while in set-up, prior to the start of patient therapy. Software investigation completed; findings are that software is functioning as designed. Rmas issued. Replacement computer shipped to site (B)(4) 2014. Medtronic investigation of returned suspect computer finds that the initial power on was successful to log-in screen. Launch ent and system navigates as expected. System reports no ram or hdd errors. Fully functional. No fault found. Replacement wire mouse shipped to site (B)(4) 2014. Part returned, unused. Replacement mobile field generator, emitter, shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when the field generator is connected, the cranial software intermittently becomes unresponsive. The emitter displays red status and shows error axiem emitter memory error. Diagnostics show a fault on all 9 coils. There is an amplifiers muted fault and an amplifier current error on all 3 amp's. The emitter passed the pegboard test with an error of 2.081mm. Electrical failure, red status/no tracking, directly caused event.